Event description:
On (B)(6) 2010 the patient reported when he attempted to bolus e2 (battery depleted) was displayed. He did not receive an a2 (battery low) alert prior to the e2 error. The battery and battery cover have only been in use for 5 days and the battery was from a new package. He stated the infusion device has not been dropped or exposed to moisture. He inserted a new battery using a new battery cover and completed his bolus. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.